Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead is demonstrating possible intermittent loss of capture (loc) . It was also thought that it could be fused beats. Issue is inconclusive until and in office lv threshold test can be performed. If loc is the issue, the presented electrogram (egm) appears to have loc greater than 2 seconds. Boston scientific technical services (ts) suggested possible programming, depending on the issue. It was also reported that the right atrial (ra) channel was sensing a pre-atrial contraction that was actually the right ventricular (rv) lead pace signal. Ts suggested increasing the atrial blank, after the rv pace. The patient was tobe evaluated in clinic. No further information is known at this time. No adverse patient effects were reported.